Manufacturer narrative:
Lens was inserted on (B) (6) 2010. Haptic looked odd but md judged it was ok. Next day, haptic was found floating in the anterior chamber. Lens was moved to the anterior chamber to be cut and removed. Md does not believe there was a surgical error but says it could be possible. Pt has corneal edema due to haptic and 2nd surgery, prognosis is good.

Event description:
Haptic separated from the lens, lens explanted. Pt's prognosis is good.